Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range shock impedance measurements. Intermittent high shock impedances were noted over the last month. The patient was brought into the office where the out of range shock impedance was noted with the patient just sitting. Boston scientific technical services (ts) suggested further testing and evaluation of the ICD and rv lead. The field representative noted that the patient was brought back into the office a second time and the high out of range shock impedance measurements of greater than 200 ohms were seen in different vectors. When the patient lifted her left arm above her head, the shock impedance measurements returned to normal. The underlying cause of the high shock impedance measurements remains unknown. Since the patient has never been shocked and there were no stored tachycardia events in the logbook, the following physician opted to not perform defibrillation threshold (dft) testing at this time but instead continue to monitor the patient. The rv lead and device remain in service and no adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range shock impedance measurements. Intermittent high shock impedances were noted over the last month. The patient was brought into the office where the out of range shock impedance was noted with the patient just sitting. Boston scientific technical services (ts) suggested further testing and evaluation of the ICD and rv lead. The field representative noted that the patient was brought back into the office a second time and the high out of range shock impedance measurements of greater than 200 ohms were seen in different vectors. When the patient lifted her left arm above her head, the shock impedance measurements returned to normal. The underlying cause of the high shock impedance measurements remains unknown. Since the patient has never been shocked and there were no stored tachycardia events in the logbook, the following physician opted to not perform defibrillation threshold (dft) testing at this time but instead continue to monitor the patient. The rv lead and device remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
Additional information was received that the high out of range shock impedance measurements continue. The field representative noted that tachycardia therapy has been programmed off in the implantable cardioverter defibrillator (ICD) due to the out of range impedance measurements. No additional adverse patient effects were reported and the device remains implanted in the patient.